Event description:
During an avnrt procedure, it was noted that there was noise on the ablation catheter signals and that there was no impedance measurement from the ablation catheter on the workmate claris system. The non-abbott catheter was exchanged (alcath flutter flex), but the issue persisted. The non-abbott catheter was replaced with a tacticath, which resolved the issue. There were no patient consequences. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".